Event description:
According to the reporter: the patient had a very low rectal tumor which was about 1cm above anal sphincter and after dissection around the rectum the ta3048s was chosen to perform the closing of the rectum. The device was fired in a three step fashion to ensure that the device was properly positioned before firing. The handle remained locked after it was squeezed to fire the stapler. The specimen was cut using a blade in the correct groove of the ta stapler. When the ta stapler was removed, the surgeon noticed that it had not placed staples. The stapler was fired again outside the patient and it stapled properly. An abdominal perineal resection was done and the blood loss reported was about 250ml. The procedure was converted to abdominal perineal resection with permanent colostomy. The procedure was continued for an hour longer than previously anticipated.